Event description:
Our affiliate is reporting that during a hip procedure, the surgeon opened and found a damaged vapr se electrode. The surgeon opened a 2nd vapr se electrode and during the process of using it, its distal tip broke. Although our affiliate cannot tell us that the tip breakage happened while in the body, it happened while the device was in use, and the device is only in use within the body. They were able to state that there is no ufd in the body. So, the distal tip of the vapr se electrode broke off into the patient's body and the fragment was retrieved. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory enviroment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analaysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.